Event description:
It was reported that the patient's pacemaker exhibited noise oversensing that caused the device goes into high output mode and inappropriate mode switch. Programming changes were made. The patient was stable throughout.